Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and out of service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the patient had erosion involving only this device. No additional adverse patient effects were reported. The device was explanted.

Manufacturer narrative:
Additional information received that the patient had ersion involving only this device. No additional adverse patient effects were reported. The device was explanted.